Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that when passing a 5mm instrument through the 355ns trocar, the gasket or seal apparently tore and landed in pt's abdomen. The surgeon noted this, and retrieved the torn piece, which is wrapped with the trocar being returned. There is no knowledge of what instrument tore the seal. Another instrument was used to complete the case. There was no consequence to the pt.